Event description:
The lead was capped on (B)(6)2011. Lead presented with loss of capture and elevated threshold. The procedure took place at (B)(6)medical center. The physician was dr(B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).